Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope transducer was defective during preparation for use. Upon inspection and evaluation, distal end has a crack. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿transducer was defective¿ was confirmed. The following findings were also noted during device evaluation: due to wear of fe lever, u/d knob cannot be locked securely, air/water cylinder has discoloration, suction-cylinder has discoloration, due to damage on ultrasonic cable, the number of missing elements exceeds the specifications, the adhesive on the bending section is detached, due to wear of angle wire, bending angle in up direction does not meet the specifications. Based on the results of the investigation, it is likely that the following led to the malfunction: a definitive root cause cannot be identified. In addition, based on the facts obtained from the investigation, it is presumed that there is a possibility that the phenomenon occurred due to physical stress caused by handling at the facility. A device history review revealed the DHR of the subject device and confirmed that the device was shipped in accordance with specifications. This issue is addressed in the instructions for use (IFU): as a result of confirming instruction manual and labeling on the product, there was no abnormality that led to the phenomenon. Olympus will continue to monitor the field performance of this device.